Event description:
Painful urethral mesh. There was some thick scar tissue in the region of the mid urethra extending down past the bladder neck along the anterior vaginal wall. It appears that there was likely some vaginal mesh used in reconstruction down towards the apex. Where she was most tender appeared to be centered around near the bladder neck and the mid part of the anterior vaginal wall.